Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported leak appears to be due to user technique. The reported unexpected medical intervention is the result of case-specific circumstances, as aspiration was performed to attempt to treat the leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak in the clip delivery system requiring additional aspiration. It was reported that his was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) was prepared per the instruction for use (IFU), but the introducer jumped and moved forward over the clip. The introducer was noted to have no damage. The cds was advanced over the valve. At that time it was noted that air was introduced in the hemostasis valve of the steerable guide catheter (sgc). Aspiration was performed and the valve never fully filled; therefore, it was suspect that the air was coming through the introducer on the cds. The cds was removed per IFU and then the hemostasis valve worked as it should. Two clips were implanted, reducing mr to 2. No additional information was provided.